Event description:
It was reported that the minicap transfer set patient connector could not be connected to the locking titanium adapter after the transfer set was changed. The same situation occurred even after the transfer set was changed again. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An evaluation of the companion sample was conducted. Visual inspection, leak testing, clear passage testing and clamp function testing were performed with no issues noted. During the integrity of the seal surface test, no leaks were found. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h12k27064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.